Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and excessive no delivery tests were not performed due to motor error alarm. Motor position encoder error alarm was not verified due to over written pump history file. The device was received with cracked reservoir tube lip.